Event description:
Caller reported the confirm button on the pump does not react. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The soft component of the up and down button is damaged due to handling with sharp objects.